Event description:
It was reported that following the placement of the t-2 anchor the knot came loose. The t-2 anchor was removed but the t-1 anchor was left in the patient. A backup device was available to complete the procedure following a 10 minute delay. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the insertion needle but were returned for examination. T1 is missing from the construct. Examination of the suture showed it is not cinched completely. The suture knot was examined using a stereo microscope and was found to be tied to print specifications. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. (B)(4).